Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps jumbo device was used during a biopsy procedure. According to the complainant, the physician was able to obtain tissue sampling of the esophagus following his third attempt with the same device. The physician noticed that there was some esophageal bleeding for which thrombin was administered. An endoscopic evaluation was performed the next day, which confirmed no further issues.